Manufacturer narrative:
The customer removed the probe and found it was occluded. The customer removed the clot from the wash collar waste valve, replaced the sample probe and the collar wash. A bci field service engineer was on site to perform preventive maintenance and verified the operation.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to modular chemistry sample probe leak. The customer replaced the sample probe and the collar wash. The fluid was still leaked from the bottom of the probe after the replacement. No injury was reported. No operator was exposed.